Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. The reported malfunction was not observed during functional evaluation. The video output is not centered. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the camera head non-ac was getting hot to the touch. This happened before use in patient. Procedure was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.